Event description:
Procedure type: inguinal hernia repair. According to the reporter: during procedure, the balloon was not inflated completely. A new device was opened to complete procedure. Nothing fell into cavity. No patient harm. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).